Event description:
It was reported that during implant, the patient experienced tamponade from perforation, low blood pressure, pericardial effusion. It also noted that an attempt was made to place the delivery system (ds)  in the interventricular septum but the ds slipped and could not be safely placed. The leadless ipg was placed in the apex and electrical measurements were performed, but the threshold was high and the leadless ipg  was recaptured. It was thought that poor visibility during recapture may have led to the tamponade. Subsequently, the blood pressure decreased and an echocardiogram revealed that pericardial effusion was present. A pericardial drain was performed  and the leadless ipg was eventually placed in the lower ventricular septum and remains in use.  It was further reported that the patient was hospitalized because of the wound implanted in the original anterior check and blood transfusion was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: brand name: micra-delsys <model #: mc1vr01 / expiration date: 28-jun-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: <no> dev rtn to MFR? <no> device mfg date:11-jan-2022, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.